Event description:
It was reported that the surgeon had issues with the mandible fit bilaterally with delay in surgery and less than optimal fit of the implants.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.